Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established and the findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastroscope exhibited the right/left knob, scope cylinder, scope connector case unit, channel tube, jet tube, distal end cover, nozzle, adhesive around light guide lens and adhesive on distal end rubber had foreign objects. There was no patient involvement.